Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be field if more information becomes available.

Event description:
It was reported that the catheter was placed without event. The guidewire was removed, separating during the procedure. The separated portion of the guidewire had to be removed by surgical intervention. The patient was prepared for a radical prostate ablation via right internal jugular vein. The guidewire of the first set was inserted through the needle. It was not possible to advance the guidewire totally through the needle. The guidewire came out of the distal end of the needle for approximately 5-6 cm and then there was a stop. The patient was repositioned and a second guidewire was successfully placed. The physician could aspirate blood and tried it again to insert a new guidewire which was successful. The catheter placement was problem free; however, there was a stop after the 2 cm marking as the physician attempted to withdraw the guidewire. The mandarin at the distal end of the guidewire unraveled by easily drawing on it. The catheter had to be removed, but it was still not possible to remove the guidewire from the vessel. Due to the fact that the patient had an implanted ICD (implantable cardioverter defibrillator), there was concern about the possibility of getting entangled with the electrodes. Under x-ray, it was visible that the guidewire had multiple nooses in the jugular vein. However, they were not connected with the electrodes. In an attempt to remove the guidewire under x-ray, the guidewire moved minimally. A venae section was performed and the guidewire was successfully removed.